Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h6 problem code (new reportable malfunction inadvertently missed in coding). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event (cv-190 does not recognize older models resulting in a thirty minute delay) was confirmed, the cause could not be specified. It was also noted that the reportable malfunction, no image, was caused by a defective printed circuit board (dr board). The cause of the circuit board failure, however, could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a gastroscopy the video system center does not recognize old models such as cf or gif-165. The patient had to wait around 30 minutes to start the procedure. The procedure was completed successfully with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the cv-190 doesn't recognize old models like cf or gif-165 for some reason, image was black due to a defective printed circuit board, the device has an old switch (1,2,3,4), and the inside of the device was found dusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.